Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Abbott diabetes care (adc) is unable to further investigate the reported complaint due to the absence of an alleged device deficiency. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to adc has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a healthcare professional (hcp) reported that a customer passed away in an intensive care unit (ICU). The hcp also noted that the patient had undergone a prostatic artery embolization procedure. No additional details or clarification were provided. It is unknown whether the customer was actively using an adc device at the time of death, and no allegation of device deficiency was made. Adc customer service attempted to contact the hcp 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, it cannot be reasonably suggested that an adc product has or may have caused or contributed to the reported death.